Event description:
The customer alleged that she received a high blood glucose reading around 188 mg/dl using her contour meter. She stated that her target blood glucose was closer to 126 mg/dl. The customer stated that she overdosed on insulin as a result of the high readings. No other info was provided about the event. Control solution was sent to the customer for troubleshooting. No product will be returned at this time.